Event description:
It was reported that the connection between the solution bag and the supply line of the homechoice automated pd set with cassette was not tight when the patient connected the two components to each other. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore the reported condition could not be verified and the cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.